Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic left hemicolectomy. According to the reporter: the device was used to functional end to end anastomosis. It could be fired without problem. When the surgeon checked the staple line, the staples in center of the jaws were malformed. Another device was fired over the area to complete the case. No pt harm. Operating time extended: less than 30 min. Additional tissue resection: yes. Please explain what the additional tissue resection resulted from. It resulted from re stapling over malformed staple line. Was any reinforcement material used in conjunction with the stapling device? No.